Event description:
The facility's biomedical engineer reported an infusion pump with an 810:02 failure code. The biomed repoted to baxter technical support that the pump was found on a shelf at the facility labeled "needs to be repaired" with unspecified failures. During review of the event history, the biomed found the failure 810:02. They have no record of any pt incident involving the pump since the last baxter service event. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, age of pt, medication involved or the set up of the infusion device.